Event description:
Customer's daughter reported the complete system gave a blood glucose result of 207 mg/dl at a time when the customer was unresponsive, symptomatic of hypoglycemia. Customer was not treated based on the complete result; son called emt's. Emt meter result 15 minutes later was 33 mg/dl. Customer was transported to hospital, admitted for 1 day, treated. A request was made for the return of the system and a replacement was sent.